Event description:
It was reported that the ventilator was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that liquid spilled onto the ventilator. The device failed to meet its specifications, it has not been used at the time of the event. There have been no adverse event sustained as a result of the issue. Based on the information collected to date, the provided problem description and the technician inspection of provided unit, it has been clarified that the saline solution traces could be seen onto cover, still the technician could not localize liquid trace inside the unit. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. Liquid spillage onto the ventilator may lead to liquid ingress into the ventilator and cause short circuiting which may affect the essential functions of the ventilator. Nevertheless, this scenario has not been confirmed in investigated case. Taking into account that servo devices are intended to be use in the hospital environment, and based on the additional clarification obtained, the trace of saline solution found on the cover have been identified as a drop from the used drip. However, it has remained unknown when or under which circumstances the dripped occurred. Based on the above information, it has been concluded that the operational context influence the occurrence of the liquid on device.

Event description:
Manufacturer's ref. #: (B)(4).